Event description:
It was reported that customer¿s son experienced pump that would not charge despite using both original and alternate wall adapters and charging cables and leaving pump connected for extended time, with no power source alerts noted. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump, instructed caller to place noncharging pump into storage mode before return, and advised that pump settings and cgm connection would need to be set up again on replacement, which caller understood and acknowledged.